Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing hemolysis with ldh> 4000, plasma free hemoglobin at >300, coke colored urine, jaundice skin color and increased total bilirubin. A ramp study was not performed due to patient's worsening symptoms. The inr has been 1.5-2.0s which was expected as this patient had a higher risk of clotting. It was reported that there was a decision made to perform an lvad exchange to another lvad, however, the patient unfortunately experienced a massive stroke and expired the following day.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.